Event description:
Related manufacturing reference number: 2017865-2022-09578, 2017865-2022-09584. It was reported that the patient's implantable cardioverter defibrillator exhibited inappropriate mode switch. This was due to noise picked up on both ventricular leads, as well as the atrial sense amp. No further action is planned for the moment.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.